Event description:
Patient was revised because his knee was catching. Upon retrieval, delamination and posterior medial edge damage on the insert were found.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event based on insufficient information and unavailability of the product to examine. The product was implanted for approximately 16-years, which could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received , the investigation will be re-opened.